Event description:
Information received by medtronic indicated that customer reported scratches on screen, says it doesn't work at all. Battery life diminished. Retainer ring recall, no insulin delivery alerts, buttons less responsive and sticking 100%, multiple rewinds and slow loud rewinds. No further details was mentioned. Troubleshooting was not performed. No harm requiring medical intervention was reported. It was unknown whether customer will continue to use the pump or not and insulin pump will not be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
The pump was received with a minor scratched lcd window. The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08740 inches. The pump rewind, load reservoir and no reservoir detected alarms properly. The pump rewinds successfully. The pump primed properly. The pump was monitored and no low battery life or low battery alert noted. Successfully downloaded history files and traces using thus. There was ¿no¿ no delivery alarm/insulin flow blocked alarm recorded in the formatted history file on the event date of 12-sep-2023. The pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts (at quick bolus speed) and were properly recorded in the daily history. No unexpected occlusions or insulin flow blocked alarm noted during testing. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms/alerts were noted. No power error 25 alarm, low battery life or low battery alert, power loss alarm and replace battery alert/replace battery now alarm recorded in the formatted history file on the event date of 12-sep-2023. All buttons function properly. The keypad overlay was removed to perform visual inspection and no damage in the keypad assembly noted. The pump was cut open to perform visual inspection and found the j1 connector on pcba 1 was locked properly. However, slight corrosion was found on the pcba and pcba 2. No corrosion or moisture damage found on the force sensor, motor and vibrator assembly noted. Please see below for pump errors/alarms noted 1 week prior to the event date 12-sep-2023 in the formatted history file.  Lost sensor 1 alert (780) was recorded and found in the formatted history file on: (B)(6) 2023 16:42:00.000 (B)(6) 2023 16:52:00.000 (B)(6) 2023 12:57:00.000 lost sensor 2 alert (781) was recorded and found in the formatted history file on: (B)(6)2023 13:15:00.000 (B)(6)2023 13:25:00.000 sensor expired alert (794) was recorded and found in the formatted history file on: (B)(6)2023 20:12:05.000 the pump was programmed with a test guardian link (3) transmitter and a 240 mg/dl glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. The pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warm up. The pump calibrated and displayed the programmed value of 239 mg/dl properly on the display graph. No lost sensor alert, sensor expired alert or unexpected sensor errors or anomalies were noted during testing. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked keypad overlay, a scratched case and a serial number label missing. Cosmetic damage was confirmed at the pump screen. Customer alleged for no delivery alarm/insulin flow blocked alarm, keypad anomaly, rewind anomaly (pump slow during rewind), prime/fill anomaly and low battery life or low battery alert were not confirmed. However, during visual inspection, slight corrosion was found on the pcba and pcba 2. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.